Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of silicone sleeves of the clave ports remained in the opened position. On unspecified dates, the tubing sets were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the silicone sleeves of the clave ports of the tubing sets remained in the opened position and unspecified volumes of solutions leaked. Multiple unsuccessful attempts were made for additional info including if the tubing sets were replaced and the therapies resumed, if there were any reported adverse pt effects, delays in therapies critical to these pts, if medical interventions were required and if the clave port had been accessed.